Event description:
It was reported that the pt shows self-harming behavior and frequently bangs her head. The implant is thought to have failed some years ago, but the exact date cannot be determined. The pt has been explanted of the device.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.